Event description:
It was reported that output values are low, and the outer case is broken. The external pulse generator (epg) was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event regarding the output values being low, no electrical anomalies were found. Analysis did confirm that the upper and lower cases were broken. It was also noted that the battery release, heart block, lead flex cover, heart wire contacts, and heart lead flex were contaminated, the ring cover was missing and two side bail covers were broken, the battery contacts were compressed, the battery drawer was broken, the keyboard pad was cosmetically damaged, the serial number label was torn and the ring was missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.